Event description:
Physicist's report says the difference between the desired kv verses the measured kv is greater than 5%. No pt injury.

Manufacturer narrative:
The svc rep measured fluoro kv at 80kv (measured 76.9kv). The error between the desired kv and the measured kv is within factory specs (within 4%). Sys operating as intended.